Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to high blood glucose levels. The customer's blood glucose reading at the time of hospitalization was not known, but his most recent blood glucose reading was 410 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer stated that he would be calling back once he has the tubing clamp. Also, the customer stated that he will be checking himself for ketones, and will be going to the emergency room if the test is positive. Nothing further was reported.